Manufacturer narrative:
The may 2008 15-months captiflex - snares product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.

Event description:
It was reported to boston scientific corp on 7/17/08, that a captiflex polypectomy snare device was used during a colonoscopy procedure on a male pt (weight unk) in 2008. According to the complainant, "after a successful polypectomy, the tip of the snare was being used to cauterize the remaining site margins when the snare wire broke." The physician re-sheathed the device and removed it from the endoscope. It is unk how the procedure was completed; however, no pt complications were reported as a result of this event.